Event description:
Anesthesiologist received an electrical shock from pt as electrosurgical unit was activated. Megadyne 2000 soft return electrode was being used. Anesthesiologist had one hand placed over the return electrode pad -at head of bed-. The other hand was being used to tilt pt's head back. Shock was felt in thumb applied to pt's head. Current likely entered anesthesiologist's thumb and returned by capactive coupling to return electrode.

Event description:
Add'l info rec'd from MFR 11/04/04: upon receipt of the report, a review of the lot history records was conducted and revealed this device was manufactured according to device master record specifications. MFR can find no evidence to suggest a defect or malfunction which might have contributed to a failure of this nature. Visual inspection was performed on the device and revealed the cable is cut and the connector which connects the pad to the generator has been removed. Performance testing could not performed with this damage; however, co has no reason to suspect the device malfunctioned. MFR is including a copy of the letter they sent to the sales rep at that time. Based on the results investigation and the info received from the user facility, megadyne is unable to establish a causal relationship between the proper installation and use of the device and the reported event. The instructions for use for this product include the statement: "the use and proper placement of a dispersive electrode is a key element in the safe and effective use of monopolar electrosurgery...follow directions and recommended practices for the preparation, placement, surveillance, and use of this dispersive electrode." MFR has determined the event is not reportable under us 21 cfr part 803 for the following reasons: the info received does not suggest that a death has occurred, the info received does not suggest that a serious injury has occurred, the info received does not suggest that a malfunction of the device has occurred.